Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was unable to communicate with a test belt. The cause for the failure was isolated to a shorted u409 processor. High voltage had deviated to low voltage circuitry, inducing the damage. The root cause of the voltage deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated issue, monitor sn (B)(4) was unable to communicate with a test electrode belt.